Event description:
Surgeon used bioglue in conjunction with duragen to repair a cruciate defect in the dura present following resection of an acoustic neuroma. (Exactly how bioglue was used in the procedure is still uncertain.) Infectious disease specialist was requested to consult as the pt exhibited signs and symptoms consistent with chemical meningitis following the procedure.